Event description:
The co was informed that the pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more info. Once additional info is received a supplemental report will be submitted.